Event description:
Procedure: bypass. According to the reporter: the dlu jammed on the small intestine. The surgeon resected to release the instrument and do 2 anastomosis. Pt status reported as ok and has been discharged.